Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported when the catheter was pre-flushed, the catheter was found to be uneven. The guide wire was withdrawn and the guide wire was broken.